Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced seizure from hypoglycemia without specification nor clarification whether there was a malfunction of the device or causal relation to the episode. The event occurred 3 days after the sensor had been inserted in the arm. According to the report, the reason for the call was to request a replacement sensor. On 1(B)(6)2024, while at work, the patient experienced weakness, shaking, and seizure. The behavior of the continuous glucose monitoring (cgm) display device during this time was not specified by the patient nor clarified by the technical support representative. It was not specified nor clarified if blood glucose (bg) was checked. A bystander called 911. She was reportedly "unable to compare her dexcom and bg meter to confirm low." She was treated in intensive care and reportedly did not remember anything about what happened after that. She was stable and out of the intensive care unit at the time of the call 2 days later. There was no documentation of further medical evaluation or intervention. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/21/2024.

Manufacturer narrative:
(B)(4).